Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient experienced a syncopal event. The boston scientific sales representative consulted boston scientific technical services (ts) regarding some potential programming changes. The device system remains implanted. To date, no additional adverse patient effects have been reported.